Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and maintenance occurrences related to the occurrence were observed. (B)(4) samples were received for evaluation (B)(4) with sealed blister and no defect and 1 without blister whit shield burn (molding issue). According to the observed occurrences, the defect is related to component molding failure and was caused by the increase of resin temperature when filling the injection mold cavity. Corrective maintenance was performed under number (B)(4) to correct the defect. H3 other text : see h.10

Event description:
It was reported that prior to use foreign matter was discovered on device with a bd needle 18ga 1in blunt fill. The following information was provided by the initial reporter, translated from portuguese to english: it was related that when to opening the package of needle was observed a dirt on cannon.

Event description:
It was reported that prior to use foreign matter was discovered on device with a bd needle 18ga 1in blunt fill. The following information was provided by the initial reporter, translated from portuguese to english: it was related that when to opening the package of needle was observed a dirt on cannon.

Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on device with a bd needle 18ga 1in blunt fill. The following information was provided by the initial reporter, translated from portuguese to english: it was related that when to opening the package of needle was observed a dirt on cannon.